Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument is missing bearings. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed as the returned tasp was missing components. Visual inspection of the returned part determined that returned tasp shim exhibits signs of repeated use (nicked or gouged) and has disassembled/missing components. The missing components were not returned. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause was determined to be associated with the design of the device and was subsequently redesigned. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.